Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and to attempt turning it on manually, but this did not resolve the issue. When connected to a known-working power source, the pump turned on and displayed a reset message. Technical support explained that the pump shut down due to not charging, provided information on managing the pump post-reset, including resetting insulin and cgm settings, and offered battery maintenance tips. The caller understood and acknowledged the guidance provided.